Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that the patient faced adhesive events with two infusion sets as those fell off during use after being used for one day and one and a half days respectively. Therefore, patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)MDR (B)(4) device 2 of 2.